Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been getting high blood glucose level of nearly 600 mg/dl due to air bubbles. The customer has changed the reservoir and the infusion set but the issue was not resolved. The customer declined troubleshooting for high blood glucose and air bubbles. Customer was advised that the insulin should be at room temperature before as the cold insulin may cause air bubbles and interrupt delivery of insulin. The customer will monitor and will call back if this happens again. Thr product will not be returned for analysis.